Manufacturer narrative:
The device has been received but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.

Event description:
Customer reported that the unit failed while in use. System failure popped up on the screen and the unit would not shock or follow the protocol. The user then employed another defibrillator on the patient. The patient expired, but the user did not know whether the reported failure contributed to the outcome. The reporter did not know the patient identifier, although he said that it was connected to a patient.